Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during manual prime amd e70. Customer's blood glucose was unknown mg/dl. The customer stated, the drive support cap is normal. Customer did not reported e70 alarm. The customer had two motor error almost consecutively. The customer was offered to troubleshoot for high blood glucose but she wanted number to customer service to check status of the new insulin pump.